Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment crack. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Date of submission 30-jan-2018 the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the battery compartment was found in tact. The complaint of a damaged battery compartment was unable to be duplicated during investigation.